Event description:
Spacelabs received a report that a patient monitor lost patient parameter information during an open heart surgery case. Bispectral index (bisx) parameters were not affected.

Event description:
Spacelabs received a report that a patient monitor lost patient parameter information during an open heart surgery case. Bispectral index (bisx) parameters were not affected.

Manufacturer narrative:
The hospital biomed replaced the module in the monitor at the time of the event but the problem persisted. A spacelabs field service engineer (fse) collected the module information and error log. Spacelabs has sent engineers to the customer site to perform testing. There have been three complaints of a similar issue reported from this customer. We documented the other two in MDR 3023361-2012-00025 and 3023361-2012-00028. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once additional information is obtained.

Manufacturer narrative:
Spacelabs has identified the root cause as a software error relating to handling of animated keys in the module parameter menus. By virtue of the manner of animated key operation, module channels were disconnected from the monitor and dropped from the display. Animated keys are a special class of module menu keys where the monitor automatically returns the key to the normal non-selected state shortly after each press of the key. The sequence of user keystrokes required to precipitate the failure is a rapid use of repeating keys such as the up/down arrow keys. When the key is highlighted and it remains in that state, touching another parameter will precipitate the event. This failure is most likely to occur when option c, configurable remote display, is installed. Spacelabs is implementing a field corrective action per 21 cfr 806 updating the software from all affected monitors to prevent such failure. All customers with monitor configurations that include the remote display controller option have been notified by letter about the potential failure mode. In the event a failure occurs, the letter instructs customers to power off/on the monitor. All affected monitors will be updated with the revised software which was released on july 16, 2012. The (B)(4) district office of the FDA was notified of this correction in writing on june 26, 2012. No one has been injured as a result of this issue. We have concluded that this report is final and considered this issue is closed.